Event description:
I have used a CPAP machine for many years. After seeing a commercial on tv. I purchased a "soclean 2", which is designed to sanitize the CPAP machine, and have been using the soclean for about 2 years. However, over the past few months, I developed a severe cough. It was bad enough to go to the hospital. The x-rays, covid-19 tests, blood-work etc. Showed nothing was wrong. After the hospital visit, a technician at a CPAP supplies-store just recently told me that she does not recommend the "so-clean" device because it can cause respiratory problems. I (B)(6) info on the internet and discovered that the FDA in the USA has not approved these cleaning machines because of the toxic nature of high levels of ozone gas, used in the cleaning process. I was in touch with health (B)(4), and was told to contact resmed, makers of the CPAP device. Health (B)(4) was only able to tell me that the "so-clean" device is licensed here in (B)(4). In any event, I have stopped using the so-clean machine and my cough has almost gone! Thank you. (B)(6) (B)(6) 2020. FDA safety report ID # (B)(4).